Event description:
After the acl case was over the dr and nurse noticed a burn on the pt. Alarm did not go off. No other info is available.

Manufacturer narrative:
Rf generator passed all functional and safety tests. Unit performed as expected; no problem found.